Manufacturer narrative:
Final analysis found that the insulation was fractured and crushed at 25.5 to 26.0cm from the distal end. All five firaras of the outer coil were found to be fractured at 25.7 from the distal tip. The damages sustained resulted from clavicular crush.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain at the implant site. The whole system was explanted and replaced. No patient symptoms were reported.